Event description:
A remstar auto a flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted a dust fail contamination and has a presence of error code e53 err_comp_log_sem_timeout, e55 err_therapy_queue_full, and e100 err_humid_no_heat. The device was scrapped.